Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal bleeding is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient fell, the peg/j tube was twisted internally and there was bleeding through the stomach wall. The patient went to the emergency room and was admitted for tubing replacement. Despite attempts to obtain the information, there was no information regarding the patient's medical history, concomitant medications, diagnostic testing done, or treatment provided.